Event description:
The patient's mother claimed that the buttons are sticking on the pump and the backlight button no longer works. The pump reportedly has not been exposed to moisture and the keypad is intact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.